Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported by affiliate via complaint submission tool the rigidfix fem gdefr b/t/b ea. The locking thumb screw has broken (the issue is the thumb screw, the rest of the instrument is in working order) the only thing requiring replacement is the thumb screw surgeon was using the device when he went to undo the thumb screw it broken. No harm or issue occurred to the patient as the jig was finished being used. No surgical delay. The device is not available to be returned for evaluation.

Manufacturer narrative:
Additional narrative: investigation summary ==> the complaint device is not being returned, the thumb screws of the device were discarded and the actual frame was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.